Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following intraocular lens (iol) implant procedure, the iol clouding (ssng or glistening) was found excessive in the implant. The lens was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Corrected information provided in d.9. (Device available for eval: previously submitted no in error). The lens was returned for evaluation. Solution is dried on the lens. The lens was returned in three pieces, typical of insertion and removal from the eye. Scratches are observed on the optic. Small gouge marks are observed on the optic. The lens was cleaned for further evaluation. The product investigation could not identify a root cause for the reported complaint of microvacuoles. We could not verify the presence of microvacuoles. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that, the patient's visual acuity is fine.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).